Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted; therefore, not explanted. Section e1 - telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, the preloaded intraocular lens (iol) did not release from the plunger. Account indicated that during the implantation process the lens was inserted into the capsular bag but the haptics did not release. The surgeon retracted the lens back into the injector using the screw tip and removed the injector from the eye without the need for additional instruments. A backup iol was implanted. No issues were caused to the patient; however, the procedure had a two minute delay. The patient has fully recovered. No further information reported..